Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Swapping out test boards confirms blank display is due to moisture damage on pcba 2. Unable to download history files and traces using thump due to moisture damage electronic assembly. Force sensor zero offset within specification (23.9 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, keypad overlay texture damage, missing display window cover, scratched case and minor scratched lcd window. Blank display due to moisture damage electronic assembly. Pump exposed to moisture confirmed. Pump error 35 alarm was unknown due to unable to download history pump. Unable to download history file/trace due to blank display. Cosmetic damage confirmed at the serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the error code of a broken force sensor was detected during seating or regular delivery (pump error 35). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. It was found that the pump had other critical pump errors. The customer reported a labeling issue. Product labels are reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.